Event description:
It was reported that undersensing was observed on the real-time egm. It was determined that the undersensed events were too inadequate to be sensed at the most sensitive settings and that a lead revision may be considered.